Event description:
It was reported during an open bilateral salpingo-oophorectomy the surgeon used a pmw35 and was concerned that staple legs did not touch when staple was completely formed. An engineer was in on the case. He wants to see instrument when it is returned. The case was completed using a competitor's device. There was no consequence to the pt.